Manufacturer narrative:
H.6. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. A review of the device history record was completed for batch # 9343419 all inspections were performed per the applicable operations qc specifications. There was one (1) notification [200866986] noted for scratch print a review of the device history record was completed for batch # 9308383 all inspections were performed per the applicable operations qc specifications. There were two (2) notifications [200862423, 200862198] noted that did not pertain to the complaint. Bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned. H3 other text : see h.10.

Event description:
It was reported that the scale markings on an unspecified number of relion® insulin syringes from lots 9343419 and 9308383 were either missing the 1/2 marker or were misaligned. These were noticed during use. The following information was provided by the initial reporter: "mom of adult son reported the scale markings on two boxes different lot number same item number, were either missing the first 1/2 unit marker or the scale was just really off. Mom of adult son reported the needles hurt from these reported syringes".

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 9343419, medical device expiration date: na, device manufacture date: 2020-02-18, medical device lot #: 9308383, medical device expiration date: na, device manufacture date: 2020-01-27. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the scale markings on an unspecified number of relion® insulin syringes from lots 9343419 and 9308383 were either missing the 1/2 marker or were misaligned. These were noticed during use. The following information was provided by the initial reporter: "mom of adult son reported the scale markings on two boxes different lot number same item number, were either missing the first 1/2 unit marker or the scale was just really off. Mom of adult son reported the needles hurt from these reported syringes."